Manufacturer narrative:
G2: country of origin is japan, h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing olif oblique lateral interbody fusion therapy for decompression surgery. Level at which the implant was performed at l4-5 it was reported that when the cage was inserted, the connection between the navi inserter and the cage came off. At that time, the part that was in contact with the inserter was damaged. It became difficult to remove the device, so it was decided to push the cage and the installation was completed, so the olif was completed. There was less than 60 minutes delay in the overall procedure time. There was no patient symptoms or complications as a result of this event. Additional information received from manufacturer representative that the event happened during normal usage of device and not a manufacturing issue. There is no additional surgery planned or scheduled to remove the implanted cage from the patient. Additional information received from manufacturer representative that there is no malfunction/allegation associated with the inserter.